Event description:
After 3 attempts to place the device in the artery, the stent got loose from the catheter with being expanded and stayed in the artery.

Manufacturer narrative:
No product returned. Reviewed complaint description with engineer. Based on the description of the complaint and without the availability of the device, we would speculate that the surgeon was trying to cross a highly calcified lesion and that after 3 attempts, the stent moved on the balloon. The IFU specifies to not pass our catheter through highly calcified lesions.